Event description:
The facility reported damaged batteries, during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp rep stated that there were no reports of pt injury or medical intervention.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. This issue is currently being investigated under mdq-CAPA-12